Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving compounded morphine (5 mg/ml at 2.2157 mg/day) and bupivacaine (17.6 mg/ml at 7.799 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI and there was no known emi interaction. The motor stall was active and the patient was in withdrawal.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation conclusion code no longer applies.

Event description:
The pump was returned for analysis by an unknown source.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2016 revealed no anomaly. Although a motor stall was seen in the logs as having occurred on (B)(6) 2016 at 09:55 and a motor stall recovery was also seen in the logs (B)(6) 2016 at 10:12, the pump had passed all non-destructive analysis testing. Regarding analysis it was further noted that no issues were found during the destructive analysis. A second technician also reviewed all of the analysis and found nothing. Together they programmed and ran the motor prior to disassembly as an additional check, and found no issues with the motor operation. The pump logs also indicated that the following medications were administered as of (B)(6) 2016: morphine with concentration 5.0 mcg/ml at a dose rate of 0.0304 mg/day and bupivacaine with concentration 17.6 mg/ml at a dose rate of 0.107 mg/day. The previously applied results code and conclusion code is no longer applicable .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.